Event description:
Customer reported via phone call to have woken up with blood glucose of 160 mg/dl, went to pancake breakfast and then had high blood glucose of 522 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that set would be changed, will monitor and call back if needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.